Event description:
During a coronary drug eluting stenting treatment procedure, balloon catheter removal difficulties were encountered. The physician was attempting to direct stent a soft, 70% stenotic lesion of the circumflex coronary artery. The taxus express2 drug eluting stent was successfully deployed at 12 atms. A second inflation to 14 atms was performed. The balloon was then deflated, but could not be withdrawn. The balloon on the delivery device remained firmly attached to the stent and the guide catheter was noted to be "sucked" into the left main coronary artery. The balloon was re-inflated, then deflated. Firm negative pressure was applied to the catheter, but the balloon would not dislodge from the stent. The guide catheter was pulled back into the aortic arch where considerable force was applied to the catheter in order to withdraw it. When it eventually came loose, the balloon sprang back out of the stent and the guide wire came out with it. No patient injuries or complications were reported. The patient status is "good".